Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection the pump duplicated with error 41786 with a red screen when powering on the pump. The cause of the reported problem was a faulty main board, the customer problem was duplicated. The pump was in fair physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests after the replacements and performed as intended.

Event description:
It was reported that was a red screen error. There was unknown patient involvement and unknown harm/adverse event was reported.